Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted due to a cholesteatoma in the middle ear and mastoid. The device was explanted (B)(6), 2005, and the patient was reimplanted with another device (B)(6), 2006. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.